Manufacturer narrative:
Device evaluation: the lens was returned dry in a small vial. Visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear residue and debris on the lens. (B)(4).

Manufacturer narrative:
(B)(4). Work order search: no similar complaints were reported for units within the same lot. Conclusion code: the anterior endothelium chamber depth (acd) is below 3.0mm and per dfu for this lens model, this lens model is contraindicated for acd below 3.0mm. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens, -16.5/2.5/112 diopter, was not implanted due to a tear/brreak before injection into the eye. The surgeon implanted a new lens of the same model and similar diopter on (B)(6) 2016 and the problem was resolved.